Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing/download test was performed and passed. Share log had no data, bin file was reviewed and didn't find error. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. No injury or medical intervention was reported.